Manufacturer narrative:
The insulin pump passed rewind test, prime test, seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self test. No unexpected low battery life anomalies or error messages noted during testing. The power management graph was in specification, however multiple pump error 25 alarms were present in the format history file due to an intermittent non-sleep anomaly software error. The device was received with missing retainer. We were unable to perform displacement test and occlusion test due to missing retainer. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, slightly stained serial number label, severely faded end cap address label, peeling end cap address label and slight corrosion in battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had multiple batteries in one week, and multiple battery changes in a single day. The patient's blood glucose at the time of incident was 6.5 mmol/l. New batteries were inserted into the insulin pump and the alarms stopped. However, the caller discovered that the transparent reservoir ring was damaged and loose. The insulin pump will be returned for analysis.